Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (4) homechoice cassettes were misassembled; further described as "the patient line connection piece was not pushed all the way into the line; the connection piece was slanted and not all the way connected to the tubing itself." This was observed after prime of the device for peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.